Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> it was reported that the instrument was broken/chipped. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the convex surface of the device with deep scratches and chipped patterns, confirming the reported event. Additionally, device exhibited signs of heavy usage. The observed conditions are consistent with other tools and hard edges coming in contact with the device. However, taking in consideration the aspect of the device, potential cause can be traced to and end of life problem, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code dpg1208 provided is not a valid finished goods lot number. The overall complaint was confirmed as the observed condition of the 12/14 articul 40mm trial +5 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code dpg1208 provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was broken/chipped.